Event description:
During a follow up call the customer stated that she had been hospitalized for peritonitis. A call to the pt's pd nurse confirmed that the pt had been hospitalized for peritonitis. The nurse stated that she believed this was due to touch contamination. There was no alleged malfunction of the cycler or associated equipment.

Manufacturer narrative:
Medical records have been requested. A supplemental report will be submitted upon final review of medical records by the post marker clinical department if add'l info is obtained.